Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to battery tube connector not plugged in properly. Analysis was unable to perform operating currents due to battery tube connector not plugged in. The insulin pump had a scratched lcd window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 203 mg/dl at the time of the call. The customer states then insulin pump went out and is not doing anything. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.